Manufacturer narrative:
Product ID: 694965 lead: (B)(6) 2007, product event: summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.